Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Visual inspection was conducted and the air detector was found damaged and peeling off. The dso seal was also found bubbled and peeling off. The cause of the damage was unable to be determined. The air detector and dso seal were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a damaged air detector and the downstream occlusion sensor (dso) seal was peeling. The damage was visibly noticeable and noted before infusion testing. There was no patient involvement.